Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that the patient underwent mammary tumorectomy on (B)(6) 2015 and topical skin adhesive was used to cover a 12 cm incision. There was no problem reported during the procedure or right after. On (B)(6) 2015, the patient's skin became red and inflamed in a 15 cm area at the site of the topical skin adhesive. The patient was treated with steroid ointment. The physician opined that patient's skin was assumed to be weak even though patient has no allergies. No additional information was provided.

Manufacturer narrative:
A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.